Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05633. On 04/09/2012, the patient underwent a trial procedure and received two leads (from different lots). It was reported the patient is unable to receive adequate coverage and is experiencing intermittent stimulation. The patient received instructions for changing programs, but was unable to resolve her issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.